Event description:
The rptr did back to back (rapid succession) blood glucose tests, using the same fingerstick. Results were 55 and 58 mg/dl. Rptr did not have any symptoms. On f/u, the rptr stated that rptr checks the confirmation dot, and uses correct technique for applying blood when testing. No harm was alleged.